Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message on the user control panel during shift check. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was reproduced during functional testing and archive data review. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) error message on (B)(6) 2017 and not on the reported event date of (B)(6) 2017, confirming the reported complaint. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the platform was further examined and found physical damage. The autopulse platform is a reusable device and was manufactured on 20 jul 2010. It has exceeded its serviceable life of 5 years and is about 8 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. The platform has not been sent for regular preventive maintenance and was last serviced on 15 jun 2016. After replacement of the processor board and the damaged part, the platform was further functionally tested and operated as expected using a large resuscitation test fixture without any issue observed. The device passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint (B)(4) reported on (B)(6) 2013 and (B)(4) reported on (B)(6) 2015 were reported for the autopulse platform sn (B)(4) for the same issue and the processor board was replaced to remedy the issue.